Manufacturer narrative:
The investigation has determined that lower than expected, vitros phyt results were obtained when processing a single non-vitros biorad l1 control fluid and vitros tdm performance verifier iii on a vitros 350 chemistry system. A definitive assignable cause could not be determined. The assignable cause of the event is an unknown issue with vitros gen 16, coating 0165 slides. Improved vitros phyt performance was obtained using gen 15, coating 0166 slides. Based on an acceptable vitros dgxn within-run precision test, there was no indication the vitros 350 system malfunctioned.

Event description:
A customer obtained lower than expected vitros phyt results when processing a single non-vitros biorad l1 control fluid and vitros tdm performance verifier iii on a vitros 350 chemistry system. Vitros tdm performance verifier iii lot p5703 results 22.3, 22.6 ug/ml versus the midpoint of the range of means (rom) 28.6 ug/ml. Biorad lot 15951 vitros phyt result 2.39 ug/ml versus established mean 4.6 ug/ml a biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. The lower than expected, vitros phyt results were obtained when processing quality control fluids. However, the investigation could not conclude that patient samples were not, or would not be affected if the event were to recur undetected. Ortho was not made aware of any patient harm. (B)(4). This report is number one of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved.

Manufacturer narrative:
A potential issue related to the absolute response rates and the dose response curve of phyt coating 0165 is being investigated. The FDA¿s new york district office was notified of this issue on 16 may 2018. Please refer to report # 1319809-05/18/2018-001.

Event description:
This report corresponds to ortho clinical diagnostics inc. Complaint number: (B)(4).